Event description:
A customer contacted beckman coulter inc. (Bci) regarding 0ng/ml qc results and a failed calibration for psa (prostate specific antigen). No patient samples were analyzed. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer called bci hotline and while troubleshooting it was discovered that no pack was present in the designated slot on the reagent storage carousel. Cts (customer technical support) assisted the operator in locating and removing the mis-loaded reagent pack.